Event description:
It was reported that an unspecified system error alarm occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation of the returned homechoice device was completed. Review of the device history indicated that the manufacture of the device was not related to the reported issue. A review of the event history log did not identify anything related to the reported event of an unspecified system error alarm. A service history review could not find anything related to the reported event. Testing specifications were met during previous service events. There were no previously observed (or reported) failures/problems that were same as or similar to the current problem. A visual inspection was performed on the device along with functional and electrical testing. There were no defects or malfunctions identified from the device evaluation. A simulated therapy was performed without issues. The device met product specifications related to the reported problem. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.